Event description:
It was reported that device was explanted after an implant duration of approximately 99 months due to mr. Date of explant was (B) (6) 2010. Date of implant is known only as (B) (6) 2002. Device, which was a mitral annuloplasty ring, was replaced with a valve (cep). Cep (B) (4) was implanted for mvr; avr and tap were also conducted at the explant. A valve (s/n unknown) was implanted for avr and a ring (s/n unknown) was implanted for tap.

Manufacturer narrative:
On 06/05/2010 our sales rep learned that the patient has expired on (B) (6) 2010. It was reported that the ring had been implanted at (B) (6) hospital in (B) (6) 2002. Report only. The device was discarded at hospital and is not available for return and evaluation. On 06/07/2010 our sales rep learned that before the surgery there was nothing controversial. When the chest was closed, right before the patient was transferred to ICU, the patient's blood pressure dropped. His chest was reopened and the surgeon stopped the bleeding. Iabp and pcps were used. However, the patient subsequently expired. Cause of death was not disclosed. Sales rep is going to ask for the cause of death on the medical records. No autopsy was performed. Sales rep learned through follow up that the surgeon does not think there were any problems with the devices. The surgeon also commented that it is unknown if the devices are related to the patient death. On 06/10/2010, additional information was reported from our sales rep that the cause of death was due to acute heart failure. There is no additional information to report at this time. This event was determined to be reportable per edwards lifesciences procedures. The DHR review cannot be done until the serial number is provided. Device will not be returned as it was discarded at the hospital. Device not returned.

Manufacturer narrative:
No additional information is available. No operative report will be provided. No tee is available. See additional MDR reports submitted as follows: 2015691-2010-13652, 2015691-2010-13671 and 2015691-2010-13672. The patient had another device implanted in the aortic position, which also remains implanted. However, it was determined to be not reportable, as it is not commercially available in the united states.

Event description:
It was reported that during a lavh procedure, when the device was activated on tissue, the jaws would not grasp the tissue. It would pull away from the tissue. A new device was used to complete the procedure. There was no patient impact.